Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy revealed that the lead had dislodged. The lead electrical parameters were good, so the physician decided to leave the lead implanted. The patient was in good condition.